Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted hysterectomy malignant and lymphadenectomy surgical procedure, the camera burnt through the instrument arm drape, and when the handheld endoscope was placed back on the bed, the light, which had been turned off, still caused a burn. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the customer, during the surgical procedure, the handheld near infrared (nir) camera and light cord were utilized. Upon entry, the team deactivated the light, removed the laparoscope, and placed the camera and light cord in the drape pocket. After the procedure, they discovered a severely hot, dark, and burnt area that had penetrated through the drape, blanket, bair hugger gown, and partially through the blue foam positioning pad. There was no fire, and the patient was unharmed.